Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a false alarm during a procedure. No patient injury resulted and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.